Event description:
The customer reported low battery after several shocks. The device gave an inadequate low battery warning and shutdown unexpectedly.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.